Manufacturer narrative:
The I/a bent tip was not returned for evaluation. The I/a bent tip was manufactured on june 20, 2019. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the irrigation/aspiration tip failed to aspirate. Additional information has been requested.